Event description:
The manufacturer received information alleging a ventilator fails to charge its batteries. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's internal battery was replaced to correct the problem. Although the ventilator was found to audibly and visually alarm, as designed, for a loss of ac power, this type of malfunction would result in a loss of therapy if the ac power source was lost.